Event description:
My 16 year old son was wearing a libre3+ sensor that was providing inaccurate low blood sugar readings for 5 days (B)(6) 2025 - (B)(6) 2025. Serial number (B)(6). We treated with unnecessary carbs for hypoglycemia and then with a finger poke realized he was actually high. I called libre customer support and was informed the serial number was one that had been recalled. We immediately removed the sensor and replaced with a working one. However, during this episode, he realized he had blurry vision which has still not subsided. This morning when that symptom was still persistent as well as a headache and body pain, I took him to the ER. He has failed his visual acuity test and can not see correctly. The ER doc says there is edema on his retinas due to persistent high blood sugars that we were unaware of. We are being sent to a specialist. Glucose readings are persistently high due to the trauma of this episode.